Event description:
It was reported to philips that the device displays a discharge error during functional testing. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H3 other text : after three attempts to obtain information, there was no response on evaluation.

Event description:
It was reported to philips that the device displays a discharge error during functional testing. There was no patient involvement. Multiple attempts were made to obtain information regarding the resolution of this reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further action is warranted.